Event description:
Beckman coulter inc. (Bec) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated two occurrences of non-reproducible false positive accutni patient results. Per customer the initial results were higher than expected and per laboratory's protocol, the samples were re-analyzed yielding negative results. The erroneous results were not reported outside of the laboratory. The customer was requested but declined to provide actual patient data. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The customer indicated that they have a procedure implemented to verify unexpected results prior to reporting results outside the laboratory which includes repeat analysis of all accutni samples values greater than 0.1ng/ml prior to reporting results. The unit is currently performing within qc specifications. Per customer, pre-analytical sample handling may have contributed to the events. No additional information was provided for this event.